Manufacturer narrative:
Covidien reference number: (B)(4). A non-covidien service provider inspected the device and verified the reported issue. The service provider found the air water trap filter bottle faulty and replaced it. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during set up the e360 ventilator air supply lost. Patient involvement is unknown.